Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A technician reported a hyperopic refractive outcome after a toric intraocular lens (iol) was implanted. The patient reported blurry vision; therefore, the lens was exchanged for a lens of same model but stronger power. Additional information was requested.